Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's fan was faulty. The system fan was intermittently noisy and was replaced. It was also determined at analysis that the overlay at the bottom right corner had a small deformation. Closer examination shows the stylus was not aligning and jumping around due to the deformation. The display overlay was replaced. The stylus was observed to pull apart yet was still functional, replaced and calibrated the stylus. The right-side keyboard rail was cracked, the power cord was missing. The hard drive was reimaged, and software was reloaded. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's fan was faulty. The product has been returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.